Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no known impact to the customer's blood glucose. Customer declined further troubleshooting and did not provide further information. Customer reverted to manual injections for insulin therapy.